Event description:
Sorin group (B)(4) received a report that s5 displayed an error message which indicated that the battery was not charging. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Testing of the device could not confirm the issue. It is possible this issue could have occurred due to a contact problem or an intermittent interruption in the module. As a precautionary action, the e/p pack was scrapped. No further action is deemed necessary.